Event description:
As physician attempted to pull right leg cvl line broke off at site of insertion. No part of catheter was visible. X-ray indicated vascular tip at right inguinal region. Catheter surgically removed after pt transported for surgery to another hospital.